Manufacturer narrative:
(B)(4). Visual inspection shows evidence of corrosion and damage to traces on multiple splines. The electrical test was performed and the device failed the test. Both magnetic sensor pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that there were multiple bad electrodes on the intellamap orion. The case was completed with another intellamap orion catheter. No patient complications were reported and the patient's current condition is fine. However; returned device analysis revealed corrosion on the catheter splines.